Event description:
The customer reported the ventilator went vent, inop, alarmed during checkout. The ventilator was not in use on a patient at the time of the reported problem. Vent inop, when in use, will stop providing ventilatory support to the patient.